Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that the nurse followed the doctor's instruction to implant the butterfly-wing needle according to the normal operation process, after sealing the tube and preparing for infusion treatment, found that the butterfly-wing needle catheter and needle connection has oozing, back to the pumping found that there is air, immediately replace the new butterfly-wing needle, re-inserted in accordance with the normal operation process, there is no abnormality. No further information provided.